Manufacturer narrative:
The medical center discarded the impella product at the time of explant. No benchtop analysis is possible to determine root cause of the ischemia, though the patient condition and known peripheral arterial disease could have contributed. The failure mode will be monitored and trended.

Event description:
The medical center had an impella cp inserted to support a patient admitted suffering from an acute myocardial infarction. The support was for just over 1 hour to allow the medical team to perform coronary angioplasty. The patient had a known perforation of the femoral artery which complicated the impella access and closure by the perclose device. After closure the team ballooned the impella access to achieve hemostasis. This caused the limb to become ischemic and vascular surgery was called in for intervention and repair.